Event description:
During a premature ventricular contraction procedure, the distal tip of the catheter detached and remained in the patient. The catheter was inserted through a transseptal sheath to access the left ventricle. Shortly after, a portion of the distal tip of the catheter separated from the rest of the catheter shaft. The separated piece is currently being evaluated for removal. The patient is in stable condition.

Event description:
During a premature ventricular contraction procedure, the distal tip of the catheter detached and remained in the patient. The catheter was inserted through a transseptal sheath to access the left ventricle with a retrograde approach. Shortly after, ablation was not able to be delivered and the system displayed "catheter not connected". It was decided to remove the catheter and damage was noted on the tip. On fluoroscopy it was noted that a portion of the distal tip of the catheter separated from the rest of the catheter body and remained in the descending aorta. It is alleged the catheter was damaged when removing the catheter from the left ventricle during transeptal approach and then dislodged once placed in retrograde. The separated piece has not been removed as it was deemed to be in a nonremovable but safe location within the patient's leg. The patient is in stable condition with no consequences.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h10.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Two images and two videos were also submitted to product performance engineering for evaluation. In the first image, the distal end of two tactiflex catheters are shown outside of the patient. The flex tip of one of the catheters had been fractured and detached, and the detached tip was not present in the photo. The other tactiflex catheter appears to remain intact. The second image shows an x-ray image with two circled portions. In one circled portion, 4 electrodes are noted, consistent with the tactiflex catheter inside the patient. However, the tip electrode does not appear to be the correct size in the photo. The other circled portion shows what appears to be a loose material. A video was also provided of the fluoroscopy screen. A catheter with 4 electrodes is present inside the patient, though the distal electrode appears to be a flex tip with no anomalies noted. The loose material seen in the returned x-ray image is also seen in this video. A review of the case study showed no noise, impedance, or display issues during any rf sessions. The flex tip of the catheter had been fractured and detached at the start of the kerf pattern, consistent with the reported event. Further analysis could not determine the fracture mechanism due to deformation of the fracture face. However, the root cause was determined to be removal of the catheter from its packaging. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11.

Event description:
During a premature ventricular contraction procedure, the distal tip of the catheter detached and remained in the patient. The catheter was inserted through a transseptal sheath to access the left ventricle. Shortly after, during retrograde, on fluoroscopy it was noted that a portion of the distal tip of the catheter separated from the rest of the catheter body. It is alleged the catheter was damaged when removing the catheter from the left ventricle during transeptal approach and then dislodged once placed in retrograde. The separated piece has not been removed as it was deemed to be in a nonremovable but safe location within the patient's leg. The patient is in stable condition with no consequences.